Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature out cable. The device was evaluated upon receipt. The device passed calibration. It was determined that the temperature out cable was broken. Temperature cable was ordered and replaced by sales rep. It was noted that the second temperature out cable used by the customer was also broken. The device passed all testing by service technician. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no temperature measurement possible in an arctic sun device, despite cable exchange. Per follow up information received via email on 10jul2023, there was no patient involvement. Per wo updates on 20jun2023 states both of the temp out cables from the customer were broken.

Event description:
It was reported that there was no temperature measurement possible in an arctic sun device, despite cable exchange. Per follow up information received via email on (B)(6) 2023, there was no patient involvement.